Event description:
Pt in gi suites for upper endoscopy and placement of gastric feeding tube. At the end of the procedure, the scalpel from the 20 fr. Safety peg kit, push method, did not retract and scalpel blade fell out. There was no harm to the pt wo had successful placement of his gastric feeding tube, tolerated the procedure well, and was discharged the following day.